Event description:
It was reported that this right ventricular (rv) lead exhibited noise that was oversensed and resulted in pacing inhibition of up to three seconds, as observed in non-sustained ventricular tachycardia (vt) episodes stored by the device. No adverse patient effects were reported. The rv lead remains implanted and in service. The patient was to be seen in the clinic for troubleshooting. The patient was seen in the clinic. The noise was not able to be recreated with isometric movements. The patient denied using power tools, but did use a hand-held massager, which they will bring to the next appointment in two months. The patient continues to be monitored.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise that was oversensed and resulted in pacing inhibition of up to three seconds, as observed in non-sustained ventricular tachycardia (nsvt) episodes stored by the device. No adverse patient effects were reported. The rv lead remains implanted and in service. The patient was to be seen in the clinic for troubleshooting. The patient was seen in the clinic. The noise was not able to be recreated with isometric movements. The patient denied using power tools, but did use a hand-held massager, which they will bring to the next appointment in two months. The patient continues to be monitored. In march, the patient had another episode of nsvt showing oversensing of noise that resulted in pacing inhibition of up to three seconds. The clinic was notified, and the patient was scheduled to be seen for troubleshooting and possible lead revision. It was later reported that another nsvt episode was recorded in may and the clinic was considering reprogramming sensitivity to mitigate oversensing the noise. Noise was able to be recreated in the clinic when the patient reached their left arm across their torso. Sensitivity was temporarily adjusted and the noise was mitigated, but the change was not made permanent and instead tachycardia therapy was programmed off. It was noted the patient was pacemaker dependent and was not an ideal candidate for additional leads, so the clinic was looking for programming options versus a lead revision. Technical services discussed performing x-rays to evaluate lead integrity and performing a new defibrillation threshold (dft) test to ensure appropriate sensing of vf if the rv lead was reprogrammed to be less sensitive. Duration could be extended to allow the dynamic noise algorithm (dna) to raise the sensing floor. It was noted that if the patient was feeling symptomatic during the pacing inhibition, a lead revision may become necessary. A request was made for the local sales representative to obtain the resolution for this case. The local sales representative confirmed tachy therapy remained off as the primary concern for this patient is pacing. No x-rays were performed; the patient was asymptomatic with pauses in pacing and the rv sensitivity was permanently programmed to 1.5mv to mitigate the noise and oversensing. No lead revision is planned, but if it becomes necessary, the patient will most likely be downgraded to a pacemaker or cardiac resynchronization therapy pacemaker (crt-p). No adverse patient effects were reported. The rv lead remains implanted and in service for pacing therapy.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise that was oversensed and resulted in pacing inhibition of up to three seconds, as observed in non-sustained ventricular tachycardia (nsvt) episodes stored by the device. No adverse patient effects were reported. The rv lead remains implanted and in service. The patient was to be seen in the clinic for troubleshooting. The patient was seen in the clinic. The noise was not able to be recreated with isometric movements. The patient denied using power tools, but did use a hand-held massager, which they will bring to the next appointment in two months. The patient continues to be monitored. In march, the patient had another episode of nsvt showing oversensing of noise that resulted in pacing inhibition of up to three seconds. The clinic was notified, and the patient was scheduled to be seen for troubleshooting and possible lead revision. It was later reported that another nsvt episode was recorded in may and the clinic was considering reprogramming sensitivity to mitigate oversensing the noise. Noise was able to be recreated in the clinic when the patient reached their left arm across their torso. Sensitivity was temporarily adjusted and the noise was mitigated, but the change was not made permanent and instead tachycardia therapy was programmed off. It was noted the patient was pacemaker dependent and was not an ideal candidate for additional leads, so the clinic was looking for programming options versus a lead revision. Technical services discussed performing x-rays to evaluate lead integrity and performing a new defibrillation threshold (dft) test to ensure appropriate sensing of vf if the rv lead was reprogrammed to be less sensitive. Duration could be extended to allow the dynamic noise algorithm (dna) to raise the sensing floor. It was noted that if the patient was feeling symptomatic during the pacing inhibition, a lead revision may become necessary. A request was made for the local sales representative to obtain the resolution for this case.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise that was oversensed and resulted in pacing inhibition of up to three seconds, as observed in non-sustained ventricular tachycardia (vt) episodes stored by the device. No adverse patient effects were reported. The rv lead remains implanted and in service. The patient was to be seen in the clinic for troubleshooting.